Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50x28mm synergy drug-eluting stent was selected for use. However, it was noted that the sent was broken. No patient complications were reported.